Event description:
It was reported that while on patient, the cs300 intra-aortic balloon pump (iabp) fiber optic waveforms were not displayed. The iabp had a fiber optic failure. No patient issues reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: h6(problem code). Getinge field service engineer (fse) unable to duplicate problem. Verified fiber optic to function correctly with fiber optic simulator. Ran and passed all performance and function tests. Patient involved and no injury.

Event description:
It was reported that while on patient, the cs300 intra-aortic balloon pump (iabp) fiber optic waveforms were not displayed. The iabp had a fiber optic failure. There was no patient injury reported.

Manufacturer narrative:
Corrected data: b5, e3. Updated data: b4, g3, g6, h2, h10, h11.